Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. Caller stated that his wife is experiencing high blood glucose. The blood glucose glucose reading was 339 mg/dl and dropped to 117 mg/dl. Caller stated that insulin leaked from the quik-set at the quick release. The area around the quick release was damp. Nothing further reported.